Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between 01/28/2026 and 01/29/2026. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient reported experiencing a brief sensor issue while attending a church service. Approximately 35 minutes later, the patient felt unwell. Her body was ¿twitching¿, she was clammy, and she felt lightheaded. The church¿s first aid team tested her bg meter reading, which was 67 mg/dl and treated the patient with glucose tablets. The patient felt better after treatment. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.